Event description:
Additional information received from the customer: the customer received the olympus letter for handling of the tjf-q190v/290v/q170v and maj-2315 on (B)(6) 2019. The customer clarified the stomach mucosa was damaged in this event. The tissue was not sent for laboratory evaluation and was visually confirmed the tissue damage did not reach the muscle layer. The patient's medical history, primary disease or other issues did not contribute to the patient's injury. Suction is not performed when withdrawing the endoscope. The cap was not cracked after the procedure and it was not checked if not cracked after attaching it to the endoscope. There was no abnormality in appearance of the endoscope before and after the procedure. The physician is an expert with ercp procedures and experienced with using the endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide new information. New information added to h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. Although the device history record could not be reviewed, there was no manufacturing problem relating to the reported issue. A review was performed on the manufacturing process to make sure if there has been any change which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. The legal manufacturer performed a replication test using a test scope with a test distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. In addition, we tested a new distal cover in our stock and verified that it conforms to the product specification. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction activated or the distal end of the scope is pushed against the mucous while removing the scope, gap (space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography procedure with the subject device, mucosal tissue was found in the disposable cap upon removal of the endoscope. The physician re-inserted the endoscope and found a two (2) cm mucosal injury to the stomach and repaired the injury with two (2) haemostatic clips. No procedural delay. The event involves two complaints: patient identifier (B)(6) is for the scope. Patient identifier (B)(6) is for the cap. This report is for the patient identifier (B)(6) is for the cap.